Event description:
On (B)(6) 2013, a pt contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings form this forum, (B)(6). This report is for the following post: "(B)(6) 2009 I did develop a corneal ulcer wearing acuvue oaysis, but...I found out that it is very important to not over wear them and I also switched to a hydrogen peroxide based cleaning system by (B)(4). This has taken care of the problem and I still wear them comfortably. In fact, if it wasn't for these lenses, I would probably need to have cataract surgery sooner in my other eye, because I would have no other options." Attempts to contact the poster have been unanswered. No additional information available at this time. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case.

Manufacturer narrative:
Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. (B)(4). Labeling states device is approved for single use or reuse. (B)(6).